Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements measuring greater than 3,000 ohms. A request was made for data analysis which confirmed there has been a gradual rise in impedances since (B)(6) 2021. Technical services provided troubleshooting options. There were no observations of noise, and the device has never delivered shocks since the implant. It was noted that the patient is dependent on therapy. It was suspected that there is tissue fibrosis around the tip of the lead. Since the patient has end stage renal failure the physician opted not to proceed with a lead replacement. The field representative reported the patient was hospitalized as a result of the out-of-range pacing lead impedance measurements and then was discharged. At this time, the lead remains in service. No additional adverse patient effects were reported.